Manufacturer narrative:
The investigation ruled out a general reagent problem because the calibration and qc were acceptable. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed two sample short alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable nh3l ammonia results for 1 patient edta plasma sample on a cobas 6000 c501 module. The initial nh3l result was 11.9 umol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated and the repeat result was 42.9 umol/l with flag.